Event description:
It was observed that during the device evaluation, that the evis lucera duodenovideoscope exhibited dirt/discoloration inside the lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the distal end's insulation resistance value was out of specification due to a scratch on the bending section;  the connecting tube protector was broken; switch 3 was cut; switch 1 was deformed; the ultrasound had wrinkles; the suction cylinder was deformed; the air/water cylinder was deformed; the scope cover was deformed; the grip part was deformed; there was corrosion due to water leakage of operation part; there was corrosion due to water leakage of electrical connector; there was waterproof failure due to the cut of bending section; there was angulation malfunction in the right direction due to wear of the angle-wire; the charged couple device had a scratch and the light guide lens was cracked.  The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of pre-cleaning. The customer flushed the air/water nozzle with air and water and with detergent solution. There were no abnormalities in the accessories used for reprocessing. The endoscope was immersed in detergent solution and wiped with a clean lint-free cloth/brush/or sponge. According to the customer, the following details regarding the cds process were unknown: what the material was. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost years since the subject device was manufactured. Based on the results of the investigation, it was presumed that humidity invaded the light guide-lens, which led to corrosion. This was most likely due to physical stress applied to the distal end such as hitting and dropping, and/or the light guide-lens glue peeling off by chemical stress such as chemical solutions used for the device. However, the root cause of the events could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states that detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor the field performance of this device.